Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial#: (B)(4), description: linear st lead, 70 cm. Model#: sc-2366-70, serial#: (B)(4), description: linear 3-6 lead, 70 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the pocket site. It was noted that the patient was diagnosed with infectious disease. The patient was prescribed antibiotics and underwent an explant procedure. The physician believed that the infection was not device or procedure related. The patient was doing well.